Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings:during a visual inspection of the pump there was no evidence of moisture present. There were two cracks noted above and below the bumper pad. Additionally, the battery compartment bumper pad was cracked. A leak test was performed which resulted in two leaks being found; at the display lens case joint and at the battery compartment and bumper cracks. The pump case was opened and moisture was found throughout.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.